Manufacturer narrative:
A product investigation was completed: this complaint is confirmed. Both returned screwdriver shafts have twisted distal stardrive tips. The tips are both twisted in the direction of resistance met during screw insertion. Most likely due to application of torsional force during screw insertion which exceeded the plastic deformation limit of the distal stardrive tips on the returned screwdriver shafts. No new malfunctions were identified. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. (B)(4). Device is an instrument and is not implanted/explanted. Device history record (DHR) review was performed for part# 314.467, lot# 9852764: release to warehouse date: (B)(6) 2015, supplier: (B)(6). No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, as the sales consultant was looking through his inventory he found that the two (2) of the stardrive screwdriver shaft ends are twisted, and the screw was not fitting. There was no case or patient involved. This is report 1 of 2 for (B)(4).